Event description:
The customer reported to beckman coulter (bec) that approximately ½ cup of fluid leaked under the coulter lh 500 hematology analyzer and onto the counter. The leak was not contained within the instrument. The customer also reported that the instrument generated lyse/ambient temperature errors. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results; no erroneous results were generated. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that the customer replaced the tubing at the pinch valve pv42 prior to the fse's arrival resolving the leak. While on site, the fse addressed the lyse/ambient temperature error that was unrelated to the leak. The fse replaced the erythrolyse delivery line, differential mixing chamber sample line and cleaned ports 6 and 11 on the blood sampling valve (bsv) resolving the errors. While verifying the instrument operation, the fse found the latron retic scatter was recovering low out of range; also unrelated to the leak. The fse performed a latron adjustment resolving the issue. Failure mode of the leak was attributed to the tubing and pv42. The failure mode related to the lyse/ambient temperature errors was the erythrolyse delivery line, differential mixing chamber sample line and clogged port 6 and 11 on the bsv. The failure mode of the latron scatter recovering low was incorrect retic scatter gain and direct current (dc) gain. (B)(4).